Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection and hyperglycemia. No qualification and sterilization records were reviewed because no product lot number was reported. See scanned page.

Event description:
The pt reported that after wearing the pod on her arm for longer than 48 hours she noticed there was redness, bumps at the site and it was very painful. Her blood glucose was fine but on the third day it rose to 18.0 mmol/l. She went to see her doctor who placed her on penicillin for her site infection.